Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that surgeon noticed a suspicious area in raster pattern of left eye, possibly vertical gas breakthrough however, did not have the classic characteristics. During lift of such eye, which was slightly sticky but was unable to lift an adjacent area (temporally) of approximately 1mm. The attempted flap depth was 110mm. Surgeon aborted flap lift and is bringing patient at a later date to perform a photorefractive keratectomy procedure once the patient vision is stable. Prior to treatment patient cornea was clear with no visible scarring. A bandage contact lens was applied.